Manufacturer narrative:
The device was not received for evaluation. No relevant photograph/video/imagery was provided with the complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. The reported leaflet motion restricted, and central regurgitation were unable to be confirmed; therefore, a lot history review is not required. The reported leaflet motion restricted, and central regurgitation were unable to be confirmed; therefore, a complaint history review is not required.   It should be noted that at the time of the event the thv was not approved for the pulmonic position. The thv was deployed in the pulmonic position. As there are no specific IFU or training materials related to pulmonic procedures, the available training materials were reviewed only for information potentially relevant to the device use. The sapien 3 (s3) with the commander delivery system (ds) is currently indicated for native aortic valve replacement and surgical bioprosthetic aortic or mitral valve replacement. The IFU and training manuals in this section are for a tf procedure in the aortic position for relevant guidance for an s3 implant using a commander ds. Instructions for use (IFU), device prepping manual, and training manual for sapien 3 with commander delivery system were reviewed for instructions relating to the observed events. The edwards sapien 3 ultra transcatheter heart valve system is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be appropriate for the transcatheter heart valve replacement therapy. The edwards sapien 3 ultra transcatheter heart valve system is indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical comorbidities unmeasured by the sts risk calculator). Potential adverse events : additional potential risks associated with the use of the valve, delivery system, and/or accessories include: o valve regurgitation o paravalvular or transvalvular leak. No IFU/training deficiencies were identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed  to the reported complaints. The reported leaflet motion restricted, and central regurgitation were unable to be confirmed. Due to the unavailability of the device and/or relevant imagery, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the DHR, revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the thv was deployed in the pulmonic position. The sapien 3 (s3) with the commander delivery system (ds) is currently indicated for native aortic valve replacement and surgical bioprosthetic aortic or mitral valve replacement. Per the IFU, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and transcatheter heart valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or to the reported events including malposition of the valve, impingement of a leaflet due to the calcification, over inflation of the deployment balloon, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Due to insufficient information, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. No product non-conformance was identified, and the occurrence rate did not exceed the trend category control limit, therefore a product risk assessment (pra) is not required.

Manufacturer narrative:
UDI: (B)(4). Investigation is underway.

Event description:
As reported by an edwards field clinical specialist, regarding a 20mm sapien 3 valve in the pulmonic position via transfemoral approach, after deployment of the first 20mm sapien 3 valve one of the valve leaflets did not move. The patient had wide open pulmonary regurgitation. A post-dilation was performed, but it did not resolve the issue. A second 20mm sapien 3 valve was placed. The valves remain in the patient.